Event description:
It was reported that the pump was making a rattling sound. Based on the video that was sent it appeared that the notch on the pump was too big for the screw. The clinician attempted to reseat the pump, verified it was seated correctly, changed the motor and eventually did an entire circuit change as the sound did not resolve. Changing the entire circuit resolved the issue. This event was previously reported under the blood pump, MFR #: 2916596-2024-02821, first involved motor, MFR #: 2916596-2024-02822, and console, MFR #: 2916596-2024-02823.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a rattling sound occurring on the centrimag system after the primary motor was exchanged (serial number (B)(6), evaluated separately) was not confirmed. The secondary centrimag motor (serial number unknown) was not returned for analysis. Available information for this event indicates that the rattling noise resolved after the full circuit was exchanged. Furthermore, a root cause for the rattling noise prior to the primary motor¿s exchange has been addressed via that motor¿s investigation. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the secondary centrimag motor was not provided. The 2nd generation centrimag system operating manual (rev. M) section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Centrimag motor IFU (rev. 06) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit does not operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.